Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Small chip lower left corner front case. Battery not working, base not responding, super cap post, battery com timeout, pump motor drive off post, and motor phase b post were found in history log. The reported issues were duplicated at power up process except for the super cap was not duplicated. The root cause of the reported issues were found to be failed battery (6 years old) and low profile black super cap present. Normal wear for battery was 6 years old. Replaced battery and main board.

Event description:
It was reported that the device had multiple system failures - battery not working, base not responding, super cap post, battery communication time out, pump motor drive off post and pump motor phase b post drive. No patient injury was reported.